Event description:
Reporter indicated that vns patient's generator "quit functioning" after the patient underwent an MRI. Further follow-up revealed that patient underwent a head type MRI and that all manufacturter's recommendations were followed. It was reported that the patient's device may not have been programmed to off prior to the MRI procedure and that it is believed that the MRI procedure caused the patient's device to be programmed to off. The patient's device was programmed back to on the following day and reportedly "checked out okay". The patient's seizures have reportedly not improved with the vns therapy. Video eeg monitoring is planned.